Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that clinician indicated loss integration, peri-implantitis. The patient was subjected to implant surgery smoothly on (B)(6) 2019 and one tsv4b11 implant was placed at tooth location 14; secondary-repair surgery was carried out smoothly on (B)(6) and an angled abutment 15at334 was used. However, about 1 week after surgery, the patient came to our hospital and reported biting pain, and was examined immediately on the same day, it was found that the implant was loose, and inflammation existed, so the implant and the abutment were removed.